Event description:
It was reported in an article that a questionnaire about intra-operative/postoperative complications and secondary fractures due to bkp bone cement was conducted on 412 facilities from (B)(6) 2011 to (B)(6) 2013, and the number of the facilities which responded were 165 (40%). Among them,cement leakage into blood vessels was 1%,

Manufacturer narrative:
Literature citation: daisuke togawa. "Results of a national survey of balloon kyphoplasty complication conference of osteoporotic vertebral fracture" (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.